Manufacturer narrative:
The notification received for the (B)(4) study indicated that approximately three days after treatment of a left proximal internal carotid artery lesion with a precise pro rx stent the patient experienced amaurosis fugax with sudden onset of left visual field loss. Follow-up investigation reported that no additional treatment was necessary and the symptoms eventually subsided. Additional information received via the adjudication process reported that when seen by an ophthalmologist the patient reported that he initially experienced the visual disturbance approximately one day post-procedure. This was not listed as one of the post procedure discharge diagnoses. The clinical impression was that the visual disturbance was the result of an acute ischemic optic neuropathy of the left eye. Onset was sudden with partial recovery with minor residual. The timing of the occurrence suggested that it potentially was related to the instrumentation of the left carotid artery. The patient was a (B)(6) man with a history of smoking, severe pulmonary disease, clinical chronic obstructive pulmonary disease, acute diverticular perforation with surgical resection, and incidental CT finding of a 5 cm abdominal aortic aneurysm. Baseline nih score was 0 and rankin stroke score 2. At index procedure the patient was asymptomatic the 85% stenosis had a lesion length of 28.88mm. The reference vessel diameter was 5.54. Tortuosity and calcification were not indicated. A 6mm angioguard rx embolic protection device was deployed without technical difficulties or associated adverse event. There was no documented predilation. An 8x30 precise stent was deployed at target lesion without stent malfunction or associated major adverse event. Angioguard rx 6mm successfully deployed and retrieved without technical problems or associated major adverse event. The final target lesion diameter was 17%. Heparin was administered intra-procedurally. Antiplatelet therapy included pre-procedure and discharge aspirin and post and discharge clopidogrel. The patient was discharged the following day with stroke scale scores unchanged from baseline; nih-0 and rankin 2. Six days post procedure the patient was evaluated by ophthalmology. The chief complaint of the patient was that there was a purple dot in the central vision of his left eye. Upon examination the primary finding in the left eye was some swelling and hemorrhage of the optic nerve. The retina looked normal. The recommendation was made to continue the asa and clopidogrel beyond the planned thirty days post-procedure to allow for some improvement. The 30-day follow-up visit was completed with no change in the stroke scores; the nih stroke scale score was 0 and the rankin score was 2. It was noted at the time of the visit that the patient had experienced a retinal artery embolus. The stent remains implanted and therefore is not available for analysis. Review of the manufacturing documentation associated with lot 13365170 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemia/infarction are known potential adverse events associated with the carotid stent implantation procedure. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. There is no evidence to suggest there were any manufacturing or device performance issues that contributed to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The notification received for the (B)(4) study indicated that approximately three days after the index procedure, the patient experienced amaurosis fugax. The onset is sudden. The patient had received a precise stent in the proximal internal carotid artery. No additional treatment was necessary. Prior to the index procedure, the patient had been diagnosed with an aortic aneurysm. The patient opted not to treat it. On (B)(6) 2009, the patient died due to rupture of the aortic aneurysm. The event was graded as unrelated to the implanted precise stent and the index procedure. The adjudication minutes received 8/4/2010 agree with the previous diagnosis of a ruptured aaa as contributing etiology for the patient's death and that the patient's death was not neurological in nature. This information does not change the previous determination. The current code of aaa rupture will remain as a non-complaint. The etiology behind the previously reported amaurosis fugax has been diagnosed as ischemic optic neuropathy and will be added to the complaint as a reportable event.